Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that I's been about a month since the implant was not holding a charge and would take too long to charge. Pt mentioned it would take about 2 hours for them to charge when the implant was about 30%. Agent had pt reset the controller, inspect visible damage to the battery compartment pins, battery pack, recharger and controller port, and clean the connections. Pt confirmed no visible damage. Agent had pt start a recharging session but pt got no device found and went to passive recharge mode. Agent reviewed passive recharge. After 5 minutes, pt confirmed that the controller battery was 100% while the implant was recharging 100% with excellent quality. Pt mentioned the implant was at 80% earlier. Agent reviewed sometimes resetting the controller and cleaning the connections help resolve the issue. 2026-feb-12 (B)(6) (con): information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that it's been about a month since the implant depletes quickly and they had to charge every other day now even though they were not changing their settings. Agent reviewed implant battery depletion rates are based on therapy settings and usage. Agent redirected pt to manufacturing representative (rep) and healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.